Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid junction on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a post resection, reoccurring stricture. The stricture was reported to be a 3cm, circumferential malignancy in the recto-sigmoid colon. During the procedure, after the stent was fully deployed across the stricture, the physician noted that the proximal end of the stent was positioned close to a curvature in the bowel. The physician attempted to move the stent proximally towards the rectum by grasping at the stent loops with rat tooth forceps. After several attempts to reposition the stent, it was noted that one of the stent loops became unattached at the solder point. The physician examined the stent under endoscopic visualization and decided to remove the scope from the patient. Subsequently, during withdrawal of the scope, it was observed that one of the stent loops, approximately 4cm in length, was sticking out of the proximal end of the stent. The physician believes that the stent loop may have been attached to either the scope or the rat tooth forceps. The stent remains implanted within the patient and the physician is not concerned with leaving the stent in place. Currently, the patient is reported to be doing well. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4):the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date.(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.